Event description:
The customer contacted baxter's technical service center regarding air in the patient line during fill 1. The home patient (hp) was trying to find the reprime patient line prompt while connected during fill 1. The baxter technical service representative (tsr) explained to the hp to start over because the patient line cannot be reprimed. The tsr assisted in ending therapy and informed the hp to start over with new supplies. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.